Event description:
It was reported that the catheter broke. A direxion hi-flo catheter was selected for use. It was noted that the middle of the catheter broke. No patient complications were reported.

Event description:
It was reported that the catheter broke. A direxion hi-flo catheter was selected for use. It was noted that the middle of the catheter broke. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device shaft was visually and microscopically analyzed for any damage. The device showed a fracture located 68cm from the hub. The device was not completely separated the inner liner was still attached. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. No other issues were identified during the product analysis.